Event description:
The manufacturers field service engineer (fse) replaced the power supply to address the reported problem. Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.

Manufacturer narrative:
Service completion pending.

Event description:
While onsite for preventive maintenance service, the manufacturers field service engineer (fse) reported the ventilator was in the service room with a note on it indicating the unit would not turn on. The customer did not report the finding prior to the service visit and there was no report of patient involvement or harm. During evaluation, the fse removed the ventilator top enclosure and verified there was ac power to the power supply, however there was no mains led lit and the unit wouldn't turn on. The fse reported the evaluation indicated a problem with the device power supply. The fse reported completion of service is pending power supply replacement.